Event description:
It was reported that a patient had a shocking or jolting sensation. It was stated that ¿back in 2012¿ the patient complained of a shocking sensation in the pocket area. It was noted that impedance check showed ¿no leakage.¿ it was stated that the patient felt the sensation when the implant was off. It was noted that the unit was ¿changed out¿ but the problem persisted. It was stated that the patient had issues ¿from day one¿. Additional information received reported that the patient would be back in town in april. It was stated that they would schedule an appointment with a manufacturer¿s representative at that time. It was noted that the requested information would be provided at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the shocking went away when the new stimulator was turned off. It was reported the patient would shock their spouse and any object they came into contact with when stimulation was turned on. It was noted the patient¿s stimulation was currently off.

Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).